Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-compared or event blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in this wound."

Event description:
International customer reported that the device broke approximately two centimeters below the skin level during removal three days after initial placement. Resistance was felt during the first attempt. The patient was returned to surgery for excision of the retained fragment.